Manufacturer narrative:
Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, when the colon was put into the jaws and firing was attempted at the the time of colon resection, a blackout occurred. The device was rebooted immediately and then firing was attempted as is. However, there was no response even when the green button was pressed. An alarm sound was generated and the jaws could not be opened. The adapter was unloaded and the surgeon used a manual retraction tool to open the jaws and straighten the articulation. The surgeon used another handle, reload, shell, and adapter to resolve the issue. After the procedure, the device was observed and it was noted that the memory display that appears during tissue clamping remained on and the alarm sounded continuously. It then started up with no problem when it was restarted and there was no duplicability. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigphandle sig power sigphandle handle serial #:(B)(6)sigpshell sig power sigpshell control shell lot #: n3c0634y. Unk-sigadapt unknown signia egia adapter serial #: unknown sigmret sig power sigmret manual retract tool serial #: unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples, and the jaw of the reload was open. Functionally, the reload was loaded into a representative handle. The clamping mechanism was deformed. The reload interlock was tested and found to function properly. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, when the colon was put into the jaws and firing was attempted at the time of colon resection, a blackout occurred. The device was rebooted immediately and then firing was attempted as is. However, there was no response even when the green button was pressed. An alarm sound was generated and the jaws could not be opened. The adapter was unloaded and the surgeon used a manual retraction tool to open the jaws and straighten the articulation. After the procedure, the device was observed and it was noted that the memory display that appears during tissue clamping remained on and the alarm sounded continuously. It then started up with no problem when it was restarted and there was no duplicability. There was no patient injury.